Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.g998usqsegya5. Smartphone hardware: sm-g998u. Cgm sensor type: g6.

Event description:
A patient reports while activating a pod, the cannula had deployed prior to placement at the pod infusion site. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula assembly not deployed. Inspection of the download data found that the device completed both first and second priming sequences and was deactivated one pulse after the end of second prime. The returned pod was received with the needle cap and the adhesive liner still attached; the needle mechanism was noted to have fired into the needle cap. During the investigation, the needle cap was removed and the needle mechanism deployed as intended. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. The cause of the reported needle deploying early could not be determined.